Event description:
Reportedly, during a pacemaker replacement, the hospital has reported issues during first interrogation of borea dr 424gf28e. It looks like a pop up message was displayed saying something like the programmer was not updated or the pacemaker was not ready. They could not take a picture of the message. They later interrogated the pacemaker again, without further issues, and the pacemaker was implanted. They want to know the reason why this message was displayed. Programmers in the center are updated with a smartview version 3.18.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the programmer smartview version has been updated in 3.18 on 26th november 2024. - the pacemaker replacement was performed as follows: o 1st pacemaker interrogation done at 11:59:21. O the pop-up message related to the automatic implantation detection has been displayed at 11:59:31. O the user has forced the automatic implantation detection by clicking on ¿ok¿ at 11:59:59. O a sensitivity test was correctly performed at 12:12:42 o 2nd pacemaker interrogation done at 12:25:59. O 3rd pacemaker interrogation done at 12:32:42. O 4th pacemaker interrogation done at 12:35:00. The chronology of the events did not reveal any abnormal pop-up message which could have been displayed. The only pop-up message which has been displayed was related to the automatic implantation detection algorithm. Based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement, the hospital has reported issues during first interrogation of borea dr 424gf28e. It looks like a pop up message was displayed saying something like the programmer was not updated or the pacemaker was not ready. They could not take a picture of the message. They later interrogated the pacemaker again, without further issues, and the pacemaker was implanted. They want to know the reason why this message was displayed. Programmers in the center are updated with sv 3.18.